Manufacturer narrative:
Pneumothorax is a known complication of the insertion of any central line catheter. There was no device failure. Pneumothorax is primarily a result of insertion technique. The low rate of report of this complication does not suggest that alsius catheters have a specific design deficiency. In this case, serious injury was avoided by placing a chest drain to prevent dangerous desaturation. The chest drain is a one way valve that allows air to escape from the pleural space with each inhalation; thereby deflating the pneumothorax. The initiating lung defect heals and seals. Then the chest drain is removed. The physician, by this action, prevented serious injury or death.

Event description:
A report from (B) (6) medical center in (B) (6) that pneumothorax was noted in the patient after replacement of alsius cool line catheter. On (B) (6) 2008, it was reported to alsius that the cool line catheter was placed into the r subclavian vein by the chief resident, (B) (6). As is their standard procedure with subclavian and ij inserted lines, a chest film was taken to verify proper placement. According to this patient's nurse, the film was read and initially appeared normal to (B) (6). In the hours that followed, they experienced difficulty in maintaining normal sp02 levels. As result of this, a chest film was sent to one of their radiologists for further review. Upon reading the film, the radiologist determined that pneumothorax was present. A chest tube was subsequently placed which helped to stabilize the declining oxygenation. No further interventions were needed.